Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). It was also reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) post sense. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally disclosed by the clinic that the lead sensitivity was reprogrammed.